Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lower anterior resection procedure, the surgeon fired the device plastic to plastic and it seemed to fire fine. When the device was removed the proximal donut was good, but the distal donut was not a complete circle. The surgeon checked the anastomosis by camera and everything looked good. The staples were properly formed and the cut appeared complete. A leak test was done and found no leaks in the anastomosis. No additional devices were needed to complete the procedure. There were no adverse consequences to the patient. The device was disposed of by the account.